Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history review was unable to be performed since no lot number was provided.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: customer stated someone from the complaints team informed him the thin layer of gel he was asking about was silicone. Customer did want to know if the silicone infuses with his medication and if it is safe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: customer stated someone from the complaints team informed him the thin layer of gel he was asking about was silicone. Customer did want to know if the silicone infuses with his medication and if it is safe.